Event description:
It was reported on (B)(6) 2014 the patient¿s pump was adjusted and the patient¿s mother always watched for symptoms during the first week after pump adjustment. It was noted the patient had a couple of episodes that his parents noticed after the pump adjustment and they talked to the healthcare provider (hcp). The patient had an episode on (B)(6) 2014 and the parents noticed the patient was not alert like he normally was; however it was a day after the pump adjustment and that was normal for the patient. On (B)(6) 2014 the patient was awake with no episodes. On (B)(6) 2014 the patient had an episode where he was non-coherent and his parents could open his eyes, but it was ¿like he was out and that went on for a little while.¿ it was further reported they "got him to come to" on (B)(6) 2014 and on that day he ¿had a slight episode.¿ it was noted it usually took the patient about a week to adjust, so the parents were not concerned at that point. On (B)(6) 2014 the patient¿s heart stopped beating and he quit breathing five times and was in respiratory distress. The first three boluses ¿were 75% and it was too much.¿ it was further reported the ¿basal rate 27.4, around the clock 6 boluses. Patient was to get 6 boluses at 2 am, 6 am, and 10 am. The first three were 75% and it was too much.¿ when asked about the dose and concentration it ¿was 75 mcg¿ and the patient received at 6 am and 10 am and ¿those were too much.¿ it was also reported the patient was getting ¿75 mcg at 2 am, 75 mcg at 6 am, and 75 mcg at 10 am. Then at 1 pm or 2 pm. Basal rate was 27.4.¿ they knew the medicine was too strong. It was also reported the patient asked to see the hcp and he did not ever ask to go to the hcp. The parents jerked his clothes off, cranked the oxygen up, put a cold wash cloth over his face and ¿it was like they could not get him to come to.¿ a local doctor arranged medflight to fly the patient to a hospital 4.5 hours away. The patient went to a local hospital in the meantime and they would arrange transport for the patient to medflight. When the patient arrived at the local hospital his vitals were fine and they refused to transport the patient by medflight and instead transferred the patient 4.5 hours by ambulance. It was noted ¿one of the kids that was on emergency medical services (ems) was a student. The patient¿s family tried explaining to them that the patient might get another bolus and it could kill him before he got to the other hospital. The patient¿s mother could not get them to believe in anything she was telling them about the pump and that his heart could stop and he would have to be intubated. The parents wanted the patient to get to the pump hcp and have the pump adjusted and he would be safe. The patient spent three days at the hospital and the patient stopped breathing for a few seconds at the hospital on (B)(6) 2014 at 1:30. The nurse cranked the oxygen and in a few minutes the patient ¿come to¿ and was fine and this was right after a bolus. The hcp came and adjusted the pump down again. The parents were not worried at the hospital the patient was currently at, but was concerned that nobody at the local hospital knew what to do with the pump. It was noted ¿they were playing with their son¿s life¿ and what if the alarm would go off and he would only have 45 minutes to get to the hospital that was 4.5 hours away. The patient went home on (B)(6) 2014 and was doing fine now. It was further reported the hcp changed the program from simple continuous to flex dosing every four hours with 75 mcg boluses during the day and 40mcg at night. Every morning thereafter, the patient was somnolent 1.5 hours after first 75 mcg bolus and the patient was reduced to 40 mcg and then was less somnolent. It was noted ¿stopped¿ and the patient was very stiff, then somnolent after 75 mcg bolus at 1000. It was unclear what ¿stopped¿ was referring to. It was reported on (B)(6) 2014 the flex dosing was decreased 4%, on (B)(6) 2014 the flex dosing was decreased 14%, and on (B)(6) 2014 the flex dosing was increased 3%. The 0600 bolus was returned to 25 mcg and the others were lowered to 50 and the patient was discharged home. The event was due to a programming error/mistake with flex programming and the patient had continued stiffness and dystonia. The program settings were changed and the patient recovered without permanent impairment. The pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type:catheter; product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information reported that prior to 2013-(B)(6) the medication being delivered was lioresal.